Manufacturer narrative:
(B)(4). Implant date: 2002. Unknown tibial tray, unknown articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00864.

Event description:
It was reported that the patient underwent knee revision approximately 18 years post implantation due to fractured femoral component. X-ray review also notes loosening of the tibial tray. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned ; visual and dimensional evaluations could not be performed. Photographs provided confirm that the femoral condyle has fractured. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-ray evaluation by third party hcp confirms implant fracture with displaced fractured component along with the posterior aspect of the femoral hardware and periprosthetic lucency surrounding the tibial component related to loosening and slight tilting. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.